Event description:
Invalid result (s). We got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kit. This is an out of box issue. The customer just purchased a 5 pack of flowflex test test kits from her local pharmacy. When the customer performed the first 2 tests, the c- line appears, and a faint t-line appears on both test kits. Customer performed the test correctly with 4 drops of the buffer solution. The customer said that after the 30 minutes that the result window itself started to deteriorate . The customer sent a picture of the test cassette @ 15 mins ( pic 1). After the 30 minute mark the test result window started to deteriorate, and customer provided picture #3 which shows this. I collected this information and advised the customer that I will forward to the appropriate department for review.

Manufacturer narrative:
Final product manufacture and qc record for cov3040001. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3040001 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kit. This is an out of box issue. The customer just purchased a 5 pack of flowflex test test kits from her local pharmacy. When the customer performed the first 2 tests, the c- line appears, and a faint t-line appears on both test kits. Customer performed the test correctly with 4 drops of the buffer solution. The customer said that after the 30 minutes that the result window itself started to deteriorate . The customer sent a picture of the test cassette @ 15 mins ( pic 1). After the 30 minute mark the test result window started to deteriorate, and customer provided picture #3 which shows this. I collected this information and advised the customer that I will forward to the appropriate department for review.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.